Event description:
On (B)(6) 2014, it was reported to 3m espe that a pt was hospitalized following an allergic reaction which may have been related to 3m espe clinpro white varnish. After four days, the pt left the hospital. Despite several attempts, no further info could be gathered.

Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to 3m espe and the lot-nr. Is not known. Therefore, no further analysis on the product or retained sample could be done. According to the dentist the 3m recommended technique was followed. If 3m espe receives any additional info about this event, a follow-up report will be submitted. This product has been assessed for biocompatibility and has been found to be safe for its intended use.